Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The subject device was received and evaluated. Functional inspection on the received condition were performed and the results are as follows. The single use aspiration needle was received with the stylet, stylet wire and luer intact. The movement from the stylet wire while attempting to remove and re-insert is, very difficult with limited maneuverability. The handle section is still intact without any damages, or anomalies. The handle lock is present, moves freely, and stays in place when locked. The movement from the handle is sufficient when extending/pushing the needle out of the sheath, and when retracting/pulling back into the sheath. The sheath adjust screw is able to lock and unlock, and also prevents the sheath adjuster from turning. Furthermore, the needle is present and the tip is in good condition, neither bent, or missing any pieces. There does not appear to be any foreign material present on the device, and the hypo tube is still present, and undamaged. The insertion portion severely bent beneath the boot on the proximal side, which is likely causing the limited maneuverability when attempting to move the stylet wire in and out. Further, there is a small plastic piece at the very end of insertion portion, which hangs from the opening. This small plastic piece is not restricting the needle movement, and there is no indication of the needle being damaged because of the loose plastic piece. The observed failure is a known phenomenon resulting from forcing the device through resistance. Since there was a location of the sheath that was bent, this may have caused the resistance when extending and retracting the needle. This tension and friction may have put the sheath through excessive stress which would result in damage of the sheath or pebax. On page 13 of the device IFU (pn0008807_ah), it states: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument" olympus will continue to monitor the field performance of this device.

Event description:
As reported, customer needle had an extra piece of plastic hanging off of it when trying to use it. Customer was able to use a second needle to complete the case. The intended procedure was completed. There was no patient injury or harm reported due to the event. No user injury reported. The issue found during an ebus (endobronchial bronchoscopy) procedure.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The root cause of the issue cannot be determined at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.